Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer contacted philips healthcare to report that the cable connector hang during self-test. It is unknown that if patient involvement.

Event description:
The issue was clarified. The pads adapter cable was hanging loosely from the device during testing and the user had to hold it in place in order to complete the test. If it was not held in place the device failed self tests.